Manufacturer narrative:
Device is in possession of insurance claims adjuster. Airsep corporation is coordinating the return of device for evaluation. A follow-up report will be submitted after completion of evaluation.

Event description:
Received insurance claim stating patient's apartment had a fire causing damage to her apartment and apartment above. The cause of the fire remains unknown. Patient sustained smoke inhalation and was transported to the emergency room.